Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 40765 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient had a fungal infection. The organism was identified as candida. Multiple, large vegetation were observed on the body of the leads. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.